Event description:
The customer reported that approximately 1-3 ml of blood and reagent mixture leaked from the flowcell area of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the countertop. The customer stated that the instrument generated no differential result (non-numeric results) and full clog (fc) error message at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a worn sample line from the differential mixing chamber to the tee and proceeded to the replace the sample line. The fse also found a broken pinch valve vl65 mount and a faulty actuator for vl65. The fse replaced the mount and actuator to resolve the issue and verified the repairs as per established procedures. Failure mode of the event is attributed to a worn sample line, broken pinch valve mount, and faulty actuator; the instrument generated fc clog errors and non-numeric results to alert the customer of an instrument issue. (B)(4).